Event description:
It was reported that following the placement of the trial leads imaging was performed that confirmed the placement of the devices. Post-operatively, about ten minutes following the lead placement, the patient reported numbness and weakness in the left leg and some loss of function. The physician performed a functional check and told the patient that she would regain feeling and function. When initial programming was performed the patient did not feel any paresthesia in the left leg below the hip. Later that evening the patient loss function from the waist down. The trial leads were pulled and the patient was admitted into the intensive care unit (ICU), the leads were not returned by the facility therefore device analysis can not be completed. No additional information has been provided despite good faith efforts per the hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7186991.